Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been corrected: b4: date of this report. E1: country the event occurred.

Manufacturer narrative:
This report is being submitted to relay additional information. 0001038806-2019-00255-1 , 0001038806-2019-00253-1 and 0001038806-2019-00256-1 the following sections are being reported: g4: 22 jul 2019, g7: follow up 2, h1: malfunction, h2: additional information, h3: yes, evaluation summary attached and h6: method, results, conclusion. The reported device was received for evaluation. Visual inspection identified that there was no evidence of fracture. The reported condition of an abutment screw that fractured was not confirmed. A device history record review could not be performed as the reported device lot number is unknown. A complaint history review was conducted for the reported device item number dating back 12 months for similar events and no existing nonconformance/CAPA/hhe/d/ie/product holds against the subject item related to the reported event was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new event information to report at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown/ not provided. Patient's age unknown/ not provided. Patient's weight unknown/ not provided. Event date unknown. Reporter's email address unknown.

Event description:
It was reported that the abutment screw (iunihg) fractured.